Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the check cable bracket tube got disconnected from the mounting block.

Manufacturer narrative:
Section b1 new information. Section d9 new information. Section h3 updated information. Section h6 updated coding. Section h7 new information. Section h10 additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The selector spring tube assembly became detached from the mounting block of the tdu safe, with the result that the check cable was not properly guided through the selector spring tube assembly to the selector arm. An elekta service engineer has replaced the selector unit. The manufacturing process has been improved to prevent the re-occurrence of the selector spring not being glued all around and teflon coating inside selector spring shielding spring tube. There was no patient involvement as the issue was discovered during the qa daily checks. Elekta assessed the severity of risk to be low.